Event description:
A hospital in england reported via a fisher & paykel healthcare representative that the opt844 nasal cannula created a pressure sore on a patient's septum. It was further reported that the interface was attached too tightly and positioned incorrectly. The patient was switched to a mask.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint opt844 nasal cannula was not returned to fisher & paykel healthcare in new zealand. Therefore, our investigation was performed based on the information provided by the customer and our knowledge of the product. A lot check could not be performed as no lot number was provided. Conclusion: we were unable to confirm the reported fault. However, based on the information provided by the customer, the incident appears to be a result of incorrect set up. A fisher & paykel healthcare representative has provided further training regarding correct fitting and set up. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.